Manufacturer narrative:
The primary complaint that the display does not stay on after the platform has been powered on was confirmed. The root cause of the issue was a defective display. The autopulse platform is a reusable device and was manufactured on 04 may 2011. Therefore, this type of display issue is characteristic of normal wear and tear for the life of the device. To resolve the issue, the processor pca assembly was replaced. The platform passed functional testing and all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform (sn: (B)(4)) display is not working. The display does not stay powered on, making it difficult for the customer to read the messages. No patient involvement was reported.